Event description:
Auto-injector discharged while still in its case [device operational issue]. Medication contains less than the full dose of medication [product packaging quantity issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device operational issue, product packaging quantity issue and no adverse event in a male patient (race, age was not reported) from the united states. The patient's age at the time of experience was not reported. On 24-sep-2024, amneal pharmaceuticals received information from patient¿s mother via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was using epinephrine injection usp 0.30 mg (auto-injector) (dose, frequency, route and therapy dates not reported) for an unknown indication. Concurrent condition, co-suspect medication, concomitant medication, medical history, current condition, history of procedures/ surgeries, history of smoking, allergies, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, patient¿s mother was disappointed and had concern regarding two defective epinephrine 0.3 mg auto-injector, first auto-injector discharged while still in its case, with both caps securely in place as they were when purchased. The second auto-injector was evaluated by pharmacist at cvs, who advised not to use it. She determined that it appeared to contain less than the full dose of medication, raising serious concerns about its effectiveness in an emergency. Last action taken with epinephrine in relation to device operational issue, product packaging quantity issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue, product packaging quantity issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue, product packaging quantity issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Auto-injector discharged while still in its case [device operational issue] . Medication contains less than the full dose of medication [product packaging quantity issue] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device operational issue, product packaging quantity issue and no adverse event in a male patient (race, age was not reported) from the united states. The patient's age at the time of experience was not reported. On 24-sep-2024, amneal pharmaceuticals received information from patient¿s mother via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was using epinephrine injection usp 0.30 mg (auto-injector) (dose, frequency, route and therapy dates not reported) for an unknown indication. Concurrent condition, co-suspect medication, concomitant medication, medical history, current condition, history of procedures/ surgeries, history of smoking, allergies, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, patient¿s mother was disappointed and had concern regarding two defective epinephrine 0.3 mg auto-injector, first auto-injector discharged while still in its case, with both caps securely in place as they were when purchased. The second auto-injector was evaluated by pharmacist at cvs, who advised not to use it. She determined that it appeared to contain less than the full dose of medication, raising serious concerns about its effectiveness in an emergency. Last action taken with epinephrine in relation to device operational issue, product packaging quantity issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue, product packaging quantity issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue, product packaging quantity issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 09-oct-2024. New information received includes investigation report, attached with this case. On 24-sep-24, amneal product complaints received a product complaint notification for epinephrine auto- injector 0.3mg lot unknown, ¿first auto-injector discharged while still in its case, second auto injector appeared to contain less than the full dose of medication¿. The investigation complaint sub-type based on the complaint information was determined to be defective injector. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for lot unknown. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. The controlled annual product reports from may 30, 2022, to may 29, 2024, were reviewed for deviations/investigations that could have contributed to the complaint. There were no eviations/discrepancies found that may have led to the defect reported by the customer. All inprocess and final release criteria were met for all lots manufactured at phillips-medisize. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been 37 other, similar complaints reported in the complaint category defective injector in the past 24 months. None of the 37 similar complaints were attributed to the manufacturing process. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. Per the reported complaint there where two concerns which are addressed below: first auto-injector discharged while still in its case. The first auto-injector discharged while still in its case, with both caps securely in place as they were when purchased. This malfunction left us without an essential emergency tool. In order for a device to fire and deploy the needle, two actions must be performed on the device by the user. The blue safety cap must be removed from the end of the device, the safety cap when in place on the device ensures the device will not fire, as it is a safety mechanism. In addition, the blue sheath remover must be removed from the needle end. The sheath remover with sheath in place on the device will not allow a device to fire as the sheath remover prevents the internal firing mechanism from engaging. When both blue caps (safety cap and sheath remover) are removed the device is active and ready to fire. The unit would then need a force applied to the body of the device with the red needle end (red nose cap) positioned against a solid area to fire. Per the instructions for use (IFU), ¿pull off both blue caps, push red tip hard in thigh for 10 seconds¿, in addition. The IFU states, ¿the two blue end caps on epinephrine injection help to prevent accidental injection of the device. Do not remove the two blue end caps until you are ready to use it. Based on the design of the device it is improbable for a device to discharge while inside the case with both blue caps in place. As the complaint sample was not returned and details provided were insufficient, a root cause could not be determined due to a defective injector or user error. Second auto injector appeared to contain less than the full dose of medication the second auto-injector was evaluated by our pharmacist at cvs, who advised us not to use it. She determined that it appeared to contain less than the full dose of medication, raising serious concerns about its effectiveness in an emergency. The IFU states, ¿epinephrine injection, usp 0.3 mg and epinephrine injection, usp 0.15 mg each contain 1.1 ml of epinephrine solution. 0.3 ml and 0.15 ml epinephrine solution are dispensed for epinephrine injection, usp 0.3 mg and epinephrine injection, usp 0.15 mg, respectively, when activated. The solution remaining after activation is not available for future use and should be discarded. The injection is complete, and you have received the correct dose of the medication if you see the needle sticking out of the red tip. If you do not see the needle repeat step 2. In addition, the IFU states,¿ epinephrine injection is a single-use injectable device that delivers a fixed dose of epinephrine. Epinephrine injection cannot be reused. Do not attempt to reuse epinephrine injection after the device has been activated. It is normal for most of the medicine to remain in the auto-injector after the dose is injected. The correct dose has been administered if you see the needle sticking out of the red tip. You may need to use a second injection if symptoms continue or recur¿. As the reported concern was vague and the complaint sample was not returned a root cause could not be determined due to a defective injector or user error. Overall, as there was a lack of detail provided for the reported complaint, the lot number was unknown, and the complaint sample was not returned for evaluation a root cause related to device injector or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg lot unknown for the complaint category - defective injector, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. Controls in place to ensure the device is manufactured per specifications. The controlled annual product reports from may 30, 2022, to may 29, 2024, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. The complaint sample was not returned, as such the reported complaint could not be confirmed. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device operational issue, product packaging quantity issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue, product packaging quantity issue and no adverse event was unknown. The reporter did not assess the causality of events device operational issue, product packaging quantity issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. The impact on current and future users of product twinject (epinephrine auto-injector) cannot be assessed as the root cause of investigation remains undetermined as manufacturer or user error.